Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot #: 0215798585, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (500 mcg/ml at 144 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included cerebral palsy. It was reported the treating physician believed the spinal segment was not placed in the intrathecal space, but was extrathecally placed, so the patient was not getting treatment in the right place and may not be getting continual treatment. The event date was unknown. The treating physician then ordered a catheter dye study to test the patency and position of the catheter. The surgeon ordered a CT scan and they thought the catheter was in the intrathecal space, and pondered whether there was a hole or crack in the spinal segment of the catheter. The surgeon decided to remove the spinal segment only, implant a spinal catheter into the intrathecal space, and connect it to the catheter segment that was connected to the pump. The partial explant occurred on (B)(6) 2019. It was unknown if the issue was resolved, however, the patient status was reported to be alive - no injury. There were no reported contributing factors. The catheter would be returned. Further complications were not reported or anticipated. Additional information was received. The catheter had been sent for return. It was indicated a specific catheter issue was not confirmed, and that is why the surgeon wanted to have the spinal segment of the catheter checked to see if the catheter was not patent. It was reported the treating physician and surgeon did not say that the event had not been resolved.

Manufacturer narrative:
Analysis of the catheter identified catheter body kink and a compressed area of the catheter body. (B)(4). If information is provided in the future, a supplemental report will be issued.